Manufacturer narrative:
UDI #: (B)(4) implant date: if implanted, give date: na (not applicable). Explant date: if explanted, give date: na (not applicable). Device available for evaluation: no, lens was returned. The empty lens case was returned and the reported serial number was confirmed from the case. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when removing a zcb00 intraocular lens (iol) from the packaging, the iol was scratched. There was no patient contact.

Manufacturer narrative:
The unit carton box, directions for use and lens case were received. No lens returned for investigation. Therefore, the complaint for scratch could not be verified. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and precautions for the proper use and handling of the device. The manufacturing record review was performed. No associated deviation or non-conformity report found in the manufacturing record review (mrr) related to the reported complaint. The units were released according specification in compliance with the product intended use as required. The device manufacturing procedures were performed as required. All pertinent information available to abbott medical optics has been submitted.